Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 231 mg/dl. Tandem technical support (cts) performed a pump system check and determined insulin was not being delivered from the cartridge. Cts guided the customer through loading a new cartridge onto the pump to address the reported issue.